Event description:
The pt stated that her implantable neurostimulator (ins) battery "is not lasting a long" as her first ins. Her health care professional (hcp) reported that her ins had depleted prematurely and noted this ins was depleting faster than the pt's previous ins. There were no impedance abnormalities. The pt did not exhibit any symptoms and had no injury. The hcp intended to replace the device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).